Event description:
The user stated the instrument was randomly generating high results for ise assays. The user provided one example of a pt lithium heparin plasma sample which generated an initial potassium result of 5.1 mmol per l. The customer repeated the sample on the same c501 with a result of 4.1 mmol per l. The sample was repeated on another c501 and the results generated matched the repeat results from the second c501. No specific data was provided. The erroneous results were not reported. The field service rep determined there was a problem with the r1 mixer and replaced it. He also adjusted the sipper probe, cleaned the is bath and ran a precision check. To verify the analyzer performance, he ran calibration and qc with acceptable results.

Event description:
User stated the instrument was randomly generating high results for ise assays. The user provided one example of a patient lithium for ise assays. The user provided one example of a patient lithium heparin plasma sample which generated an initial potassium result of 5.1 mmol per l. The customer repeated the sample on the same c501 with a result of 4.1 mmol per l. The sample was repeated on another c501 and result of 4.1 mmol per l. The sample was repeated on another c501 and the results generated matched the repeat results from the second c501. No specific data was provided. The erroneous results were not reported. The field service representative determined there was problem with the r1 mixer and replaced it. He also adjusted the sipper probe, cleaned the r1 mixer and replaced it. He also adjusted the sipper probe, cleaned the is bath and ran a precision check. To verify the analyzer performance, he ran calibration and qc with acceptable results.

Manufacturer narrative:
The issue was solved by maintenance, including replacement of pump diaphragm and r1 mixer as well as adjustment of sipper probe and cleaning is bath.